Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the endovascular procedure was performed with the subject flow diverter stent and was successfully implanted covering the aneurysm neck. Six month post procedure,it was reported that the patient died because of ischemic stroke caused by occlusion of the stent and intimal hyperplasia. It was also reported that the adverse event had causal relationship to the subject device. No additional information available.

Manufacturer narrative:
D4 lot # - corrected from 21895605 to 21895605r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the primary cause of death was neurological death due to ischemic stroke. The patient died on the 05 june 2022. The devices performed as intended, the device completely covered aneurysm neck, no device deficiency was observed. The treatment given to the patient for stroke was medication & retreatment. The medical intervention taken to address the adverse events was lovenox and kardegic, clot aspiration. The percentage of the patient parent vessel stenosis at the time of stroke was 70%. The percentage of the in-stent stenosis at the time of stroke was 70%. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint with adverse event of patient stroke, patient death and patient parent vessel stenosis.

Event description:
It was reported that the endovascular procedure was performed with the subject flow diverter stent and was successfully implanted covering the aneurysm neck. Six month post procedure,it was reported that the patient died because of ischemic stroke caused by occlusion of the stent and intimal hyperplasia. It was also reported that the adverse event had causal relationship to the subject device. No additional information available.